Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced an infection. Subsequently, the patient underwent a revision procedure, and this ICD system was explanted. No additional adverse patient effects were reported, and this system has not been returned for analysis.